Event description:
It was reported that the patient had a revision of their implantable neurostimulator (ins) approximately a week ago. The reason for the revision was not provided. The pain was subsequently seen in the emergency room for worsening pain down their leg. The ins was turned off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v689338, serial#, implanted: 2011 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).